Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported that one day into support, an implanted impella cp pump experienced positioning issues. It was noted that the device was against the left ventricle wall. Attempts to reposition the device were unsuccessful. The pump was subsequently removed and then reinserted to obtain proper positioning. It was additionally documented that a thrombus had developed in the left ventricle. The patient was taken to the intensive care unit where they were cannulated for extra corporeal membrane oxygenation due to the thrombus. The pump was left in place to vent at p-3. The patient survived the event.

Manufacturer narrative:
The investigation of positioning issues and thrombus has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue most likely was use related due to improper technique. As the necessary information was not provided, the root cause of the thrombus was not determined. B2 outcomes attributed to adverse event was inadvertently omitted on manufacturer device report 1220648-2024-24817 e4 should have been left blank on manufacturer device report 1220648-2024-24817.